Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Manufacturer narrative:
As received, only the sutureless connector (sc) portion of the catheter was returned for analysis (serial number (B)(4)). Analysis identified damage to the sc consistent with explant damage. The sc connector was only returned with the titanium housing, retaining ring, and tapered seal. Consequently, pressure testing could not be performed. The segment was found to be patent during testing in the lab. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider (hcp) on (B)(6) 2017. It was reported the pump was removed because there was an "occluded kink" in the catheter and the pump was at the end of its battery life. Regarding symptoms, the patient had experienced decreased efficiency of their boluses with their personal therapy manager (ptm). A volume discrepancy was also reported. The expected volume was 2.3 ccs however the actual volume was 10 ccs. Regarding troubleshooting and diagnostics, it was reported the pump was interrogated, reset, and the patient was re-educated on proper usage. A side port catheter aspiration check/test was also done, as well as a t/l spine MRI to rule-out an intrathecal granuloma (results not provided). The patient's weight at the time of the event was provided as (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter; product ID: 8596sc, serial# n(B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Other applicable components are : product ID: 8596sc, serial# (B)(4), ubd: 2012-02-17, UDI#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was noted that the patient has rheumatoid arthritis "in addition to everything else" so the patient would give herself enbrel shots which can cause weight loss "which it did". The weight loss was believed to have occurred ¿probably¿ in (B)(6) of 2016. It was noted that the patient was receiving morphine at the very beginning via their pump, but it made the patient sleep so for 18 months the patient slept. It was further reported that it (pump) quit working in (B)(6) 2016; that it turned turns out their ¿body was taking it over¿, the patient went through withdrawal, and they replaced the pump on (B)(6) 2017. The date (B)(6) 2016 is considered an approximated date of event (month and year known only) regarding it quit working, their body was taking it over, and withdrawal. It was further reported that patient was receiving fentanyl and bupivacaine via their pump both of an unknown concentration and unknown dose rate. The situation was being addressed by the healthcare provider.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Interrogation of the device revealed it contained fentanyl and bupivacaine. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis with no alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for chronic low back pain and spinal pain. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.